Event description:
The customer reported that the system was failing completely. The system was unable to perform fluoroscopy x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.